Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer went to the nurse at the school because his insulin pump was not working properly. Caller stated that the insulin pump was alarming motor error and they believe unit over deliver insulin before the motor error occurred. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.